Event description:
It was reported that a patient had rectal prolapse for the last eight months, prior to implant. After implant, on (B)(6) 2015, she was admitted into the hospital due to colitis and had a minor prolapse. The doctor didn¿t want to do surgery and wanted to see if she would heal. At the time, the prolapse was pretty big. The doctor did a rubber band ligation with the hope of helping her. She went to the doctor the week prior to the report and the prolapse was smaller and at that time it wasn¿t big enough to address. She was having problems with the device and felt that her rectum was ¿open¿ and was ¿coming out.¿ in june the patient had a return of symptoms. She tried to make adjustments with the patient programmer but wasn¿t sure if she did it right. Currently the patient felt that she had had some control of her bowels. She was able to use the programmer and verify that stimulation was turned on. Currently the device was on program 2 at 3.0 and the patient increased it to 4.3, which was comfortable when she was sitting, standing, or walking. The patient planned to decrease stimulation if it became too uncomfortable and would continue to track her symptoms. The patient later reported that the stimulation increase still didn¿t help with going to the bathroom a lot. She decided to increase stimulation to 4.7 the next day, but since increasing stimulation further, her prolapse was totally out, but she didn¿t have to go to the bathroom as much. The patient was advised to decrease stimulation back to 3.0 and she planned to follow up with her healthcare provider. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0pq90, implanted: (B)(6) 2015, product type: lead. (B)(4).